Event description:
It was reported a "fatal error" was encountered on the pt programmer. The device would not power up with a battery. Troubleshooting was being considered. Add'l info received indicated the pt saw their hcp regarding the event. The hcp adjusted the pump medication. The pt indicated they will have surgery to fix the problem (issue unspecified). The problems were related to the implanted device and at the time of the report the pt still had issues with the implanted system. No pt symptoms were reported.

Manufacturer narrative:
(B) (4).